Event description:
It was reported by the user during use the cs300 intra aortic balloon pump (iabp) had an automatic inflation failure and was replaced with a cardiosave. There were no patient harm or injury was reported.

Manufacturer narrative:
(B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
Updated fields: b4, g3, g6, h2, h11. Corrected field- d10.